Manufacturer narrative:
The affected sample was not returned for evaluation; however, a photo was provided that showed blood around the female l-shaped connector. In addition, the blood around the l connector confirms that there was a crack. A representative retention sample from the same lot number was reviewed with no damage to the unit noted, specifically with the female l-shaped connector. All capiox units are 100% visually inspected at several points in the production process. During the investigations of similar events, replication testing found that this crack appears on the part when the l connector is over tightened on the port. H6: component code: 483 - manifold. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1135 - crack. Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a crack in the manifold line. No consequences or impact to patient. The product was changed out. The surgery was completed successfully.